Manufacturer narrative:
Initial.

Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired to an ilet bionic pancreas stopped displaying glucose readings on the ilet, and the user¿s caregiver was guided to toggle the sensor connection and re-pair, after which the user would seek further support if the issue persisted. No adverse clinical symptoms reported. Outcomes included no clinical impact or need for medical care. User support included remote technical troubleshooting and user education regarding sensor pairing and connectivity. Investigation of this case revealed a signal loss between the cgm and the ilet consistent with a communication interruption, with no evidence of device malfunction beyond the connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication or pairing issue.